Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that during an etopiside infusion, leaking was noted from the small hole at the back of the filter. This occurred shortly before the 96 hour set change. The set was discarded. There was no harm to the patient.